Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be a best estimate. This emdr represents the bard ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the bard ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2019 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of ventralight st mesh (device 1). (Note: no implant details/procedure provided in medical records). (B)(6) 2019 - patient was diagnosed with recurrent incisional ventral hernia, scar tissue, adhesion thereby underwent open repair with implant of ventralight st mesh (device 2). Per operative notes, ¿hernia sac was dissected. Lysis of adhesion was performed. Scar tissue was taken down. A ventralight st mesh (device 2) was placed and sutured.¿ (B)(6) 2021 - patient was diagnosed with pain, mesh infection, mesh folded, adhesion, scar tissue thereby underwent open repair with explant of ventralight st mesh (device 1) and ventralight st mesh (device 2) and implant of a synthetic mesh. Per operative notes, ¿hernia sac was dissected. The scar tissue was dissected free. Adhesions were taken down. Infected ventralight st mesh (device 1) and ventralight st mesh (device 2) were removed. A synthetic mesh was placed and sutured.¿